Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was a delay of five minutes to the procedure and the surgeon had no concerns about any pieces being left behind in the pt. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that one tab of the mount of the blade was broken. The returned blade was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial. Handpiece: system 5.